Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(4), batch: 7071124.

Event description:
It was reported that during a trial period the physician had difficulty getting the leads into the peridural space. The patient experienced extreme pain when lead came out of the needles and moved up to spine. The patient continued to have extreme pain, hypotension and might pass out. The physician decided to pull the leads and patient was doing well. The explanted trial leads will not be returned.